Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted to treat a stenosis of the left main bronchus during an endotracheal stent implantation procedure performed on (B)(6) 2025. During the procedure, when the delivery shaft was already in the left main bronchus stenosis, the delivery shaft kinked when they tried to pull the wire to release the stent. As a result, the wire could not be pulled normally, leading to the failure of stent release. The procedure was completed with another of the same device. There were no known patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: facility name: (B)(6) hospital - reported here as the first name exceeded character limit for the designated field. Block e1: initial reporter phone: (B)(6)- reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the left main bronchus to treat a 3 cm malignant stenosis with a diameter of 8 mm during an endotracheal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, when the delivery shaft was positioned in the left main bronchus stenosis, it kinked as they attempted to pull the wire to release the stent. As a result, the wire could not be pulled normally, leading to the failure of the stent release. The stent was removed from the patient while partially deployed on the delivery system. The procedure was completed with another of the same device. There was no known patient complications reported as a result of this event.

Manufacturer narrative:
Blocks a1 (patient identifier), b5, g1 (manufacturing site contract country, manufacturer contact number, and manufacturer contact email) have been corrected. Block e1: initial reporter's facility name is first affiliated hospital of medical college of shantou university; reported here as the facility name exceeded the maximum number of character limit for the designated field. Block e1: initial reporter's phone number is (B)(6); reported here as it exceeded the maximum number of character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis; however, the delivery system was not returned. Visual examination of the stent found that it was fully expanded and deployed. No other damages were observed on the stent. Product analysis could not confirm the reported event of stent partially deployed and shaft kinked. The stent was returned fully deployed and expanded without the delivery system. The delivery system is a very important to the investigation and must be inspected, this because the reported event is directly related to this part, and a functional inspection is necessary to get a clarification of which could be the reason of the problem faced by the physician. Therefore, due to a lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause.